Manufacturer narrative:
Battery (voltage breakdown) defective, replaced. Housing (broken) defective, replaced. Micromotor smr1110823 (loose connection) defective, replaced with smr1979606. Motorcable (loose connection) defective, replaced. Contra angle 32382 (2011) and foot control are not defective. Functional test without error.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.silver reciproc contra angle would not hold a file; no injury occurred.